Event description:
It was reported that the tips of the endowrist prograsp instrument do not open or close properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, testing was performed by engineering and the instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Engineering evaluation also observed that the distal end of the main tube has a .250 inch long deep scratch with material removed. The scratch is perpendicular to the tube axis, suggesting that it was most likely caused by an instrument collision. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This amy result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.